Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the csm-1901a, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Gas unit: model: gf-210ra, sn: ni.

Event description:
The biomedical engineer (bme) reported that in the middle of the case, they had an issue with the csm-1901 (also known as g9). The screen on the unit was switching between 3 leads and 5 leads. During this time the screen was also blinking for a fraction of a second, but the screen would return to normal. The customer also stated that they had a gf-210ra gas unit attached to the csm-1901. Nihon kohden technical support (tech support) helped the biomed collect the log files. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen on the core unit (g9 monitor) was blinking and switching between 3 and 5 leads. A multi gas unit was attached to the g9 monitor. Technical support (ts) assisted the biomed in collecting the device log files. No patient harm was reported. Investigation summary: the reported issue of the g9 monitor display flickering was investigated in nkc investigation for a similar issue. The results of the investigation discovered that the g9 units were flashing due to automatic recognition of ECG leads. A possible cause of the issue is a defective electrode lead wire/cable. If the electrode lead is defective and the ECG lead recognition is set to automatic, the device may not properly recognize whether the cable used is a 3 lead or 6 lead cable and may cause the device to switch between the two. External noise may also contribute to the issue. Nkc recommended that the customer replace the electrode lead wire/cable, review the installation environment, and set the ECG lead recognition according to the number of electrodes used instead of the automatic recognition. There is no significant trend regarding the issue. No corrective actions would be performed at this time. Nk will continue to trend and monitor the reported issue. Additional device information: d10: concomitant medical device: the following devices was being used in conjunction with the core unit (g9 monitor), but the serial number information was noted as no information (ni), as attempts to obtain the information were made but was not provided. Gas unit. Model: gf-210ra. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the display screen on the core unit (g9 monitor) was blinking and switching between 3 and 5 leads. No patient harm reported.